Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The field log was reviewed and upon connection, placement signal not reliable triggered and persisted. Pump provided sufficient support. The returned pump was connected to an automated impella controller (aic) and the placement signal not reliable alarm reproduced. The sensor was removed and damage to the sensor was observed. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. The pump triggered a 'placement signal not reliable' alarm both during setup and support. Support was continued, and no harm occurred to the patient.